Event description:
Tmj implant fossa devices implanted bilaterally in 1991. Now experiencing a lot of pain and inflammation in the face, ear, and head. Symptoms have been present over the past two months. In the past, medications have helped decrease these type of symptoms, but nothing is working this time.